Manufacturer narrative:
Additional information was received on 24 jun 2014 stating the patient had an iph (intraparenchymal hemorrhage) one week post procedure. The patient's pru (p2y12) level was 168 on the day of the procedure and it was 10 on the day of the bleed.(B)(4).

Event description:
Treatment of large unruptured fusiform aneurysm measuring 20mm x 17.30mm located in the right mca (middle cerebral artery). The aneurysm was previously surgically wrapped, but had recanalized. The patient was given dual anti-platelet therapy and the pru (p2y12 reaction unit) level was 168. On (B)(6) 2014, the patient underwent pipeline (3.50mm x 25mm) embolization treatment. During the procedure, it was reported the distal tip coil separated from the delivery wire and it was successfully removed from the patient with a 4mm ev3 amplatz gooseneck snare. No broken segments remained in the patient. A clot formed in the m2 vessel which they were not working in. Integrilin and iatpa (intra-arterial tissue plasminogen activator) were administered. Post procedural angiogram showed an eclipse. On (B)(6) 2014, the physician stated that the patient was doing ok, neurologically intact, and discharged that day. No stroke was seen on MRI (magnetic resonance imaging) and follow-up angiogram showed the aneurysm was nearly occluded with no residual clot or dissection. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
Received medwatch form and updated report with the medwatch # mw5036499.(B)(4).

Manufacturer narrative:
The pushwire was returned for evaluation without the pipeline and the catheter. The pipeline was implanted in the patient. The pushwire was found broken into two segments at approximately 188cm from the proximal end. Cross sectional analysis of the break surfaces indicated that the cause of failure was due to torsional overload. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).